Event description:
It was further reported that at a follow-up check three months later, the battery voltage was acceptable and the patient was scheduled for another follow up in six months. It was also reported that the patient complained of vague chest discomfort which comes and goes. The discomfort was not able to be recreated during high output pacing.

Event description:
It was reported that the implantable pulse generator (ipg) battery voltage has dropped dramatically since the previous check a few months ago. The device remains in use with continued monitoring. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the tantalum capacitors. Performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. The device reached elective replacement indicator (eri) status on 2013-(B)(6). (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the device had reached elective replacement indicator (eri) early after being implanted for one year. The device was explanted and replaced.